Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a cartridge and infusion set, noted by symptoms consistent with high glucose and later a measured glucose of 248 mg/dl; the user had not eaten, confirmed drops in the fill tubing, replaced the infusion site in a new location, and had paused pump insulin delivery for two hours after self-administering 10 units of subcutaneous rapid-acting insulin to avoid insulin stacking. Investigation included technical support troubleshooting and user education on infusion site management and insulin stacking. Further investigation of this case revealed no device malfunction reported, with cause of hyperglycemia unclear. Symptoms included high blood glucose. Outcomes included no hospitalization and recovery with glucose trending down after interventions. It was concluded that, based on previously established findings for similar reports, the event was non-serious, resolved with standard troubleshooting and user-administered corrective insulin injection, and that no further clinical intervention was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.